Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years following the implant of this transcatheter pulmonary bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed. Five years and ten months following the implant, the patient presented with fatigue and 1-4 stent fractures were revealed. Moderate valve insufficiency was noted with a gradient of 20 mmhg. A second valve was implanted valve-in-valve without issue. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.